Event description:
A report was received that the patient had difficulty charging ipg. It was noted that during the ipg replacement the patient¿s ipg was broken and it will no longer charge. The patient underwent an ipg replacement procedure. The patient was doing well postoperatively. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (B)(6).

Manufacturer narrative:
Additional information was received that it was confirmed that the patient's charging issue was due to the ipg being broken or damaged by electrocautery. Sc-1132/sn:(B)(4) device evaluation indicated that the complaint was confirmed. The device was no longer functioning due to u3-asic damage. The battery was depleted below the threshold. U3-asic emitted high-heat, and excessive sleep current was leaking through batt_ld node. It was reported that an electrocautery was used during the previous revision procedure.

Event description:
A report was received that the patient had difficulty charging ipg. It was noted that during the ipg replacement the patient¿s ipg was broken and it will no longer charge. The patient underwent an ipg replacement procedure. The patient was doing well postoperatively. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician¿s implant manual 9055940-001).